Event description:
A nurse reports 5 patients with a corneal burn during a procedure. Sutures were required for wound closure. Following the procedures, the patients are reportedly doing fine. Additional information has been requested. This patient is being reported under manufacturer report #2028159-2007-00042. The other 4 patients are being reported under manufacturer report #: 2028159-2007-00039, 00040, 00041, 00043.

Manufacturer narrative:
Product has not been received for evaluation to date.